Event description:
It was reported that the suture broke after the pt was discharged from the hosp. The pt came back to have the episiotomy repaired and was discharged that day. The pt came back again for suture breaking. The third time the surgeon put in sutures, the incision held. The pt reported having a history of allergy to the blue dye used in blue jeans and the surgeon thought this could have been the reason the suture would not hold. Dr knew that coated vicryl dyed suture was used.